Manufacturer narrative:
Lot numbers: 18j038, 18n002, 19a025, 19a026, 19b008, 19c022, 19c034, 19d027, 19d044, 19e010, 19e012, and an unspecified lot number. One-hundred and eight (108) single-use devices were received for evaluation. For ninety-four devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the returned devices. The devices were found to be conforming product. For six devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. The devices were found to be conforming product. Three devices were received for evaluation attached to a non-baxter luer cap. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually tightening the luer caps. During and after fill, no signs of a leak were observed from the devices. The leak test was performed again for all the devices using an in-house blue winged luer cap with no leaks observed from the devices. The reported condition was not verified. The devices were found to be conforming product. For four devices, visual inspection revealed white drug residue at the connection of the blue winged luer cap, suggesting that the devices had leaked from the blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the returned devices. The devices were found to be conforming product. For one device, visual inspection revealed cuts on a segment of the tubing line. Functional leak testing was performed, and the device leaked from the cuts on the line. The reported condition was verified. The cause of the cuts on the tubing line could not be determined. Eleven (11) photographs were also received for evaluation. For nine of the photographs, visual inspection revealed fluid inside the bags that contained the devices, indicating that a leak had occurred. The location of the leaks could not be determined from the photographs. The reported condition was verified. The cause of the condition was not determined. For two of the photographs, visual inspection did not show evidence of a leak. The reported condition could not be verified through evaluation of the photographs. A batch review was conducted for lots 18j038, 18n002, 19a025, 19a026, 19b008, 19c022, 19c034, 19d027, 19d044, and 19e010, and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 186 </noe> malfunction events. It was reported that approximately one hundred and eighty-six (186) large volume infusors leaked prior to patient use. Approximately fifty-five devices leaked from the blue winged luer cap, four devices leaked from the fillport, twenty devices leaked "at the cap or at the tubing", one device leaked from the flow restrictor, four devices leaked from the tubing, two devices leaked from non-baxter luer caps, and approximately one hundred devices leaked from an unspecified location. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) additional single-use devices were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the returned devices. The devices were found to be conforming product. A batch review was conducted for lot 19e012 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.